Event description:
It was reported that pump showed inaccurate insulin volume on gauge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and follow-up with technical support, no corrective actions were taken, and no additional information was received regarding outcome of event.